Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the high impedances wasn¿t determined. The patient was reprogrammed on the 8-15 lead and had paresthesia now. The high impedance issue was not resolved at the time.

Manufacturer narrative:
Continuation of medical devices: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2017, product type lead. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that there were high impedances on the 0-7 lead. There were no known factors that could have led to the issue. The rep reported that they checked impedances on the system and the result was high impedances on the 0-7 lead which was not being used to provide parathesia to the pain. The rep reported that they were able to use the 8-15 lead and gain stimulation for the patient. The patient needed stimulation in her left leg. The issue was resolved. No further complications were reported.